Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the line of a homechoice cassette without an alarm. This event occurred during peritoneal dialysis therapy, while the patient was connected. The air was noted in the line of connected to the extraneal bag. There was no patient injury or medical intervention associated with this event. No additional information is available.